Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. As received, the monitor reset during incoming functional testing, specifically detect and treat . The cause for the test failure was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the defective q10 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.